Event description:
Updated event description: it was reported that the patient underwent revision surgery due to a broken unknown trochanteric femoral nailing system advanced (tfna) nail and unknown screw on (B)(6) 2019. Originally, the patient was implanted with the tfna and an unknown plate on an unknown date. All implants were removed and replaced with a proximal femur hook plate, femoral recon nail, recon screws, locking screws for im nails and traumacem v+. The surgery was successfully completed with no adverse consequence to the patient. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity# 1); unknown plate (part# unknown, lot# unknown, quantity# 1); unknown screw (part# unknown, lot# unknown, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used in initial report to capture additional medical/surgical intervention required. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition is confirmed as the device is broken which is seen in the x ray, so the complaint is confirmed. Since the device was not returned the lot number of the complaint device could not be determined as it is not shown in the image. Thus, review of the manufacturing record evaluation could not be completed and dimensional, material and drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a trochanteric femoral nailing system advanced (tfna) failed post-operatively. An x-ray was taken on an unknown date and showed a broken unknown nail and unknown screw. It is unknown if a revision surgery was already performed. Patient status is unknown. Concomitant devices reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity # 1). Unknown plate (part # unknown, lot # unknown, quantity# 1). Unknown screws (part # unknown, lot # unknown, quantity # unknown). Unknown locking screw (part # unknown, lot # unknown, quantity # unknown). This complaint involves two (2) devices. This report is for one (1) unk - screws: trauma. This is report 2 of 2 for (B)(4).